Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage in the device. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual 3.3 inspection of the endoscope shows how to detect the event. Reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the forceps elevator. The additional evaluation findings are as follows: due to damage on the channel tube, water tightness is lost, the adhesive on the bending section cover is detached, the connecting tube had a scratch, due to wear of angle wire, bending angle in the "up" direction does not meet standard value, due to wear of angle wire, the play of the "up/down" knob is out of standard value, the plug unit had a scratch, the scope connector had a scratch, the scope connector cover unit had a scratch, the universal cord had a scratch, the suction cylinder was shaved, the forceps channel port was shaved, the scope cover had a scratch, the grip had a scratch, the switch box had a scratch, and the control unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii duodenovideoscope is an olympus demonstration device that was returned to olympus with no alleged complaint. Upon inspection and testing of the returned device, yellowish/brown foreign material was observed in the forceps elevator. There was no report of patient or user injury due to the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.